Event description:
This report of an alcl related death was reported by dr (B)(6) to FDA on 06/24/2019. Unpublished (B)(6) case 1. Pt had alcl in 1997 and then was disease free for 19 years. Explanted in 1997. The pt later developed follicular lymphoma b-cell of a submandibular gland that then went systemic and killed her. Date of death is 2007 and cause of death is follicular b cell lymphoma (second primary).